Manufacturer narrative:
A ge rep evaluated the system and could not reproduce the reported problem. System operates as intended.

Event description:
Customer reported the system will take x-rays, but will not produce an image. No pt injury was reported.